Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" sensor error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. The customer experienced symptoms described as "fumbling, speech not clear, pins and needles on hands on feet, shortness of breathe and dizziness". The customer self-treated by consuming a glucose drink. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.